Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient noticed a reaction that consisted of inflammation (swelling) and a lump under the sensor pod. The patient¿s parent took the child to a doctor for an examination of the area on (B)(6) 2021, and unspecified antibiotics were prescribed. On (B)(6) 2021, the parent stated the child¿s condition had improved and the medical doctor (md) said no follow up appointment was necessary. No additional patient or event information is available.